Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition. Back cover's screws were damaged/missing, fluid ingression on main board, and cracked return tube. Emi filter was cut off, degraded heater assembly was found, display label was damaged, and the ac cable was degraded. After visual inspection, functional testing was performed. The customer's indicated failure was duplicated as fluid ingression was found on the main board. The root cause was due to the cracked return tube assembly. As a result, the return tube assembly was replaced, along with the main board, heater assembly, emi filter, screws, labels, and ac cable. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rear casing is damaged, overtemp triggering at random temperature and cover broken. There was unknown patient involvement and unknown patient harm.